Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis result found that one sc60 device was returned in good condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the cartridge was loaded and unloaded without any difficulties noted and the reload did not fell out during the functional testing. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a resection and colectomy procedure, the reload would not stay in the device. A new device was used to complete the procedure. There was no pt consequence.